Event description:
Medtronic received information regarding an repair request, and no alleged product deficiencies were reported. The customer communicated with written or oral dissatisfaction with the product. No patient impact or complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis: evaluation determined that unable to insert and lock the bur with attachment. The likely cause of failure is due to seized distal bearings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.